Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit or within the risk stratification, for seven patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. This is report two of two referencing the patient on the event date noted. An initial result of 1.65 ng/ml was obtained and released out of the laboratory. The customer reanalyzed the patient¿s sample a few hours after, through an alternate methodology, and recovered a lower result of 0.01 ng/ml within its normal reference range. The patient was transferred to an alternate facility based on the erroneous value. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patients¿ samples were collected in plasma tubes and centrifuged at 4,600 rpm (rotations per minute) for six minutes, at room temperature. The samples were analyzed immediately and not stored. The customer performs two levels of quality control every 24 hours. Quality control (qc) was within specification the day prior to the event. Beckman coulter customer technical support (cts) advised the customer to retest all patient samples back to the last acceptable quality control (qc). The customer retested samples that were initially positive but did not have enough istat methodology cartridges to retest any initial negative results. The customer replaced the aspirate probes and performed system check; system check failed with a 14% washed portion percent coefficient of variation (%cv). Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed micro-bubbles in the wash pump during priming of the dispense probes. The fse cleaned all wash valve components and replaced the wash valve motor. No further micro-bubbles were noted and system verification testing (system check, high sensitivity system check, and quality control) passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).